Manufacturer narrative:
The manufacturer previously reported a failure related to the device's oxygen blending module board. During final testing, the device failed a test step. The device's system board was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.